Event description:
It was reported that during the case, this catheter was jumping all over the screen. The device was exchanged and the case resumed. Also, the deflector broke on this lasso catheter and this device was exchanged and the case resumed.

Manufacturer narrative:
Additional information from (B)(4) (affiliate): the lasso did not deflect and got stuck in deflected position also the lasso did not contract and got stuck in a mid contracted state. There is no issue in removing the catheter from the patient and the atrial fibrillation ablation procedure was completed. (B)(4).

Manufacturer narrative:
The concomitant product: ez steer thermocool nav 4mm, model # d-1292-04-s, lot # unknown. (B)(4). The catheter failed contraction test, and passed deflection tests. During dissection it was observed that the lead wires were twisted around the nitinol spine. The catheter passed eeprom data test, carto test and recalibration test. No jumping icon was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition for contraction was confirmed and for the jumping icon could not be confirmed.